Manufacturer narrative:
The returned acutrak screw and provided x-rays were visually examined. The acutrak screw was brittle at the fracture site, likely indicating a single overload failure event. The screw failed at the site of the fracture in the patient, therefore not allowing the fracture to properly heal triggering a non-union. The cannulation diameter and the outer wall diameter on the two halves of the fracture site were measured and were within specification.

Event description:
An acutrak 2 screw was implanted. Post-op, the patient experienced a non union. A second surgery was performed with a different acumed screw.